Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being corrected because the literature article had not been attached in the initial medwatch submission. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw (unknown part/lot numbers). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: internal fixation of the pertrochanteric fractures using dhs with a two-hoe side plate. Ríha, d., bartonícek, j. (2010) international orthropaedics 34: 877-882. This was a retrospective study from january 2003 to august 2007 of a group of 41 patients with petrochanteric fractures. Patients were treated with 135-degree dynamic hip screw (dhs) with a two-hole side-plate (synthes). The aim of the study was to present experience in using the dhs with a two-hole side-plate in a group of 32 patients. Thirty-two of these 41 patients, 15 men and 17 women, were followed for more than one year after the operation. The mean age of the group was 74 years (range, 23-94 years); nine patients were younger than 70 years. There were 30 stables fractures and 2 unstable fractures. Patients with a stable petrochanteric fracture were scheduled for internal fixation with a dhs with a two-hole side-plate and only exceptionally patients with an unstable petrochanteric fracture. After discharge from the hospital, patients had follow-up in the clinic at six weeks, three months, six months and one year after the operation. The average surgical time was 28 minutes, the average length of incision was 5.5 cm. All patients with one exception, healed without complications in anatomical position with good function of the hip joint. The only complication reported was that a (B)(6)-year-old male fell out of bed four weeks after the operation and the plate pulled out of the femoral shaft. The fracture healed after replacement of dhs two-hole side-plate with a four-hole side-plate. The patient did have shortening of the limb. This medwatch is for the patient who had limb shortening after replacement of dhs two-hole side-plate with the four-hole side-plate.this is report 4 of 4 for (B)(4).